Event description:
The olympus field service engineer (fse) reported on behalf of the customer that the olympus asset device, visera elite ii video system center, is being returned with a report that the liquid crystal display (lcd) touch screen went blank after it was turned on, and color bars appeared on the monitor. It was also reported that lamp error e107 occurred intermittently, and no lamp ignited from the machine. The issues occurred during a therapeutic laparoscopic adrenalectomy. The procedure was completed by replacing the equipment with another olympus system without reports of patient or user harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.